Manufacturer narrative:
The device was used for treatment not diagnosis. Corrected data: the article does not specify which patient, (B)(6) female; or case 36, (B)(6) male suffered a fall 4 months after index surgery and developed re-fracture with hardware still in place and underwent closed reduction under general anesthesia and c-arm fluoroscopy. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown titanium elastic nail. (B)(4). Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: andreacchio, a, et al (2016) displaced humeral shaft fractures in children and adolescents: results and adverse effects in patients treated by elastic stable intramedullary nailing. Eur j orthop surg traumatol, 26:453¿459. The objectives of this study were to retrospectively investigate the clinical and radiological outcome of humeral shaft fractures treated by elastic stable intramedullary nailing (esin) in children younger than (B)(6) years old. The (B)(6) with a mean age of (B)(6) years were involved in this study were treated by the (B)(6) method with titanium elastic nails (synthes, (B)(4)). All the patients were regularly followed clinically and radiographically for at least 1 year after their index surgery. Case 28, a (B)(6) old female showed secondary displacement, following a fall, 10 days after the index surgery. The patient underwent hardware removal, closed reduction, and fracture stabilization with a new set of titanium elastic nails. Case 1, a (B)(6) old female and case 36, a (B)(6) old male suffered re-fracture. One of these patients suffered a fall 4 months after index surgery and developed re-fracture with hardware still in place. The patient underwent closed reduction under general anesthesia and c-arm fluoroscopy. After reduction, a splint was applied to immobilize the upper extremity for 4 weeks. The second patient re-fractured the humerus during hardware removal performed 8 months after the initial injury. Case 34, a (B)(6) old male experienced postoperative osteomyelitis infection. The patient underwent 1-week intravenous antibiotic therapy and hardware removal 2 months after the index surgery. This report is for an unknown titanium elastic nail. A copy of the literature article is attached to the medwatch. This is report 2 of 3 for com-(B)(4). This medwatch will address case 1, a (B)(6) old female suffered re-fracture.